Manufacturer narrative:
Device analysis: visual analysis of the returned device identified creases flat and wear abrasion. A leak test and microscopic analysis were performed which identified no leakage and observed a void >1 mm in non-textured valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. The unit is not deflated. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Health professional reported right side "baker IV capsular contracture, painful breast deformity, and 40% deflated." Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side "baker IV capsular contracture, painful breast deformity, and 40% deflated." Device has been explanted.